Event description:
It was reported that the ventricular lead exhibited less than 200 ohms impedance in the bipolar configuration. In 2007, lead impedance was 325 ohms and prior to that it was 413 ohms. Unipolar lead impedance was 226 ohms. The r-waves measured less than 2 mv in bipolar and 4 mv in the unipolar configuration. Capture thresholds were at 6 v, 1.5 ms in the bipolar configuration. The lead was subsequently replaced.

Manufacturer narrative:
No medwatch form was received.